Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the fast-fix 360 reversed curve needle system was inserted into the meniscus and the first implant was deployed. As the surgeon pulled the fast-fix needle from the meniscus, the arthroscopic view revealed the suture of the implant had been cut. The device was pulled from the operative site and another fast-fix 360 reverse curve needle completed the procedure with no further failures. A short delay of less than 30 minutes was reported, and there was no report of patient injury associated with this event.